Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: portion of the front of the expander sticking to the back, device did not fill.

Event description:
Non-healthcare professional reported that the portion of the front of the expander sticking to the back. Device not implanted.

Event description:
Non-healthcare professional reported that the portion of the front of the expander sticking to the back. Device not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test was performed, and no leakage was found. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to broken device were observed.